Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found no errors or failures at the time of the reported event. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator displayed a circuit disconnect alarm in non-invasive mode. It was reported that no audible alarm occurred (silent alarm). The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. It was reported that an off product use speaker valve was being used.